Event description:
It was reported that t:slim x2 pump housing around usb port was damaged, causing inability to charge and making pump no longer watertight, with no confirmed shutdown and cause described as normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and directed customer to return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.